Event description:
The customer reported that the blue insulation disengaged from the jaws and adhered to pt tissue. The insulation was removed and a new device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.